Event description:
Pt with a pre-op diagnosisof macromastia, grade IV capsule silicone gel implant left underwent a capsulectomy and removal of ruptured implant, left. The left side capsule was found to be calcified and fibrotic. A total capsulectomy was carried and leaking left implant removed.